Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that almost 2 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 35 n.cm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed and immediate load was done. It was reported that occlusal over load has occurred.